Event description:
On (B)(6) 2015, traveled by car to (B)(6). While going through (B)(6), alarm sounded on my insulin pump, sounded one more times after arriving. In (B)(6) even though there was no altitude. This alarm malfunctioned the pump causing me to not know about future alarms. Therefore on (B)(6) 2015 I had to be rushed to a medical emergency center to be stabilized with a blood sugar of 600, was then transferred to the (B)(6) hospital in (B)(6). By ambulance where I was put in ICU. My utmost concern here is not only what happened to me but also the fact that I was given a reference guide for my insulin pump. T:slim tandem that has nothing whatsoever in it about altitude alarms.